Manufacturer narrative:
Films were supplied for review which found: lateral view of plate shows the lower screws nondisplaced but broken.

Event description:
It was reported that the patient underwent a 3 level anterior cervical fusion procedure at c4-6. Approximately 8 months post- op the patient underwent a revision surgery to remove and replace the broken screw at c6. The patient was experiencing radicular/neck pain. Films revealed a possible pseudoarthrosis at c5-6.

Manufacturer narrative:
(B)(4). The device was returned for analysis: macroscopic examination confirms bone screw broken approx. 2-3 threads below screw head. Bone screw major thread and shank diameter measured and found to be within print specification. Microscopic examination of fracture surface reveals a fairly flat fracture surface, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to cyclic fatigue. Additionally, there are no visible riverlines or other indications of overload, suggesting the cracks are secondary, and occurred post-fracture. A review of the device history records did not identify any applicable nonconformance to specification.